Manufacturer narrative:
Investigation results: no abnormalities are found in the process and retained sample, no similar complaints have been received from other hospitals about this batch of products. Since no actual sample is returned and the use of the sample is unknown, so the root cause of bleeding at the needle puncture site of the catheter cannot be confirmed. The plant will continue to track and trend for this issue.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient underwent an IV catheter insertion in the ward at 9:00 am on (B)(6) 2025, as medically indicated, with an anticipated indwelling period of 72 hours. At 3:00 pm on (B)(6) 2025, leakage and localized swelling were observed at the insertion site. The patient reported pain. The catheter was immediately removed and the site disinfected. A new insertion was performed on the patient's opposite arm.